Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that the patient claimed the ins stopped and hasn¿t worked for a long time. They initially said its been years since it worked and when asked for an event date the caller said they weren¿t sure if the patient indicated a time frame. MRI guidelines were reviewed. No symptoms were reported.